Manufacturer narrative:
Date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the balloon failed to deflate. A 6.0mmx40mmx80cm sterling balloon was selected for use. During the procedure inside the patient, the balloon failed to deflate. The balloon was able to be removed safely. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a sterling balloon catheter. Visual and microscope inspection of the device revealed that the shaft was separated and torn 5.5cm from the hub. The separated ends were stretched and jagged consistent with tensile overload. There were stretched and necked-down locations throughout the shaft. The balloon was loosely folded. The balloon had a tear in the middle of the balloon. The shaft was stretched and necked-down indicating that the shaft damage may have prevented the balloon from deflating. The shaft damage and separation were most likely due to attempts to remove the device from the patient. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. B3: date of event. The event date was not provided. The first date of the month of the aware date was selected.

Event description:
It was reported that the balloon failed to deflate. A 6.0mmx40mmx80cm sterling balloon was selected for use. During the procedure inside the patient, the balloon failed to deflate. The balloon was able to be removed safely. There were no patient complications.